Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Eight (8) unused samples were returned for evaluation and all samples were visually evaluated per specification. Five (5) of the returned samples were found to have foreign matter particulates loose within the packaging. The manufacturing review board (mrb) evaluated these samples and compared the particulates to the machine parts used during the packaging process. The particulates did not resemble any of the manufacturing or packaging equipment. The particulates were also sent for ftir testing. Per the ftir analysis, the results were inconclusive. One sample was found to have embedded particulates in the guard of the spike. Upon further investigation, it was confirmed that the foreign matter is grease. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. Retain samples were also inspected per specification, and no defects were observed. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the molding and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: black particulates were found on transfer devices during incoming inspection procedures.